Event description:
Customer states: the pump was dropped and now is outputting 9.4 - 9.5 ml instead of 10 ml.

Manufacturer narrative:
Investigation found the pump was out of calibration. The pump was calibrated to resolve the issue.